Event description:
It was reported that the patient had no lights on the programmer. The patient also had no stimulation sensation and increased pain for the past 2 days prior to the report. The patient could not turn on the machine. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3487a-33 lot# j0327186v, implanted: 2003 (B)(6); product type lead product ID 748951 lot# serial# (B)(6), implanted: 2003 (B)(6); product type extension product ID 3487a-33 lot# j0327187v, implanted: 2003 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).